Event description:
Product was used in surgical closure of abdomen. Wound was left open for delayed closure. It was noticed that the product developed "holes".

Manufacturer narrative:
Very little info has been made available to the manufacturer despite repeated attempts to contact the pt's surgeon. Add'l attempts will continue to be made to secure more info. However, abdominal wounds that are left open for delayed closure are more prone to bacterial contamination. The appearance of "holes" in the collagen-based product are consistent with enzymatic degradation of the collagen matrix by these enzymes. If/when more info becomes available, a follow-up to this report will be submitted.